Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the overpouch of a small volume infusor was opened, it was discovered that the cap had fallen off the fill port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed that the fillport cap was separated from the fillport. The reported condition was verified. The cause of issue was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.